Event description:
It was reported that the procedure resulted in an unretrieved device, requiring surgery. The target lesion was located in the position of left vertebral artery opening. A 5.0mmx15mmx150cm express vascular sd was selected for cerebrovascular endovascular stenting. During the procedure, the stent was delivered and deployed in place after the lesion was pre-dilated with a balloon and treated with a boston scientific (bsc) 4x30 drug ball. The stent was then pre-assembled with the balloon to pressurize. However, while both ends of the stent opened, the middle part could not be opened. Despite repeated positive and negative pressure applications to the balloon, the middle part could still not be opened. Consequently, the two ends of the stent became stuck in the intima of the blood vessel and the balloon could not be withdrawn from the stent, causing the procedure to be cancelled. The patient will undergo other surgical treatment at a later date.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that the procedure resulted in an unretrievable device, requiring surgery. The target lesion was located in the position of left vertebral artery opening. A 5.0mmx15mmx150cm express vascular sd was selected for cerebrovascular endovascular stenting. During the procedure, the stent was delivered and deployed in place after the lesion was pre-dilated with a balloon and treated with a boston scientific (bsc) 4x30 drug ball. The stent was then pre-assembled with the balloon to pressurize. However, while both ends of the stent opened, the middle part could not be opened. Despite repeated positive and negative pressure applications to the balloon, the middle part could still not be opened. Consequently, the two ends of the stent became stuck in the intima of the blood vessel and the balloon could not be withdrawn from the stent, causing the procedure to be cancelled. The patient will undergo other surgical treatment at a later date. It was further reported that the lesion was moderately tortuous and severely calcified. Moreover, conventional contrast medium (iodixanol injection) was selected to enhance the visibility of internal structures during the procedure. At first, standard pressure was used to inflate the stent; however, when it got stuck, increased pressure was applied but still could not inflate the stent. The balloon remains attached to the stent and unretrievable inside the body. However, on (B)(6) 2024, the patient underwent surgery to remove both the balloon and the stent.